Event description:
It was noted there was black/grey material coming from the blade when the doctor was in the knee. E-mail sent for clarification if site was flushed. Per sales rep. Site was flushed as best as they could but not all of it was removed.

Manufacturer narrative:
There is some evidence of galling at the inner blade tip. But the degree of galling is something that I would consider minor and typical of the blade design. The used blades, themselves, rotate freely and there is no indication of bending with the blade. No conclusion can be made at this time. (B)(4).